Manufacturer narrative:
The analyzer alarm history showed a very high amount of sample quality-related issues including too low volume above the separation gel layer or clotted/partially clotted samples. On the date of the event, 23 sample quality-related alarms were observed. The investigation determined the event was consistent with a preanalytic handling issue. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys results from the cobas e 801 analytical unit. The initial result was 246 ng/l and the repeat result was 10.0 ng/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 63980701 with an expiration date of 31-oct-2023.